Event description:
The event involved a connector tego¿ where it was reported that during the process of connecting the patient to hemodialysis therapy, at the time of syringing the venous route, resistance of the catheter was felt. The connector was checked and wrinkled silicone of the bioconnector was observed. Therefore, with sterile technique and according to protocol, both were changed. No patient harm or adverse event as result of this event was reported.

Manufacturer narrative:
The reported complaint of a wrinkled silicone could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter phone number: (B)(6).